Manufacturer narrative:
The device was returned as part of the asset return process. In addition to the foreign material found in the nozzle and at the distal end, other evaluation findings are as follows: the suction cylinder had no color; the bending angle in the left direction did not meet the standard value due to wear of the angle wire; the adhesive on the bending section cover was cracked; the connecting tube had a scratch; and the distal end was shaved. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The duodenovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, there was foreign material found in the nozzle and at the distal end. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and deviation from instruction for use (IFU) are unknown. Furthermore, physical damage at the material residue point was not confirmed. Therefore, the root cause of the reported event is unable to be determined. The event can be detected and prevented by following the instructions for use (IFU) sections: -IFU states the detection method in tjf-q190v operation manual chapter 3 preparation and inspection - IFU states the preventative measures in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.